Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information available and reviewed, the reported single leaflet device attachment (slda) appears to be related to the operational context/procedural circumstances (shock by defibrillator). A definitive cause for the reported atrial fibrillation cannot be determined. The reported patient effect of atrial fibrillation, as listed in the mitraclip system instructions (IFU) for use, is a known possible complication associated with mitraclip procedures. It is also stated in the IFU that the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). In this case, the mitraclip device was used to treat tricuspid regurgitation; however, there is no indication that the off-label use of the mitraclip device influenced the reported slda and the reported patient effect of atrial fibrillation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and atrial fibrillation. It was reported that this was a mitraclip procedure to treat a mixed tricuspid regurgitation (tr) with a grade of 4+. The first clip delivery system (cds) was advanced to the tricuspid valve. The clip was implanted, reducing tr to 2+. A second cds was advanced and the clip was deployed; however, the patient experienced atrial fibrillation. The patient was shocked with a defibrillator which caused the second clip to detach from the septal leaflet and remained attached to the anterior leaflet (slda). Two additional clips were implanted for stabilization, reducing the mr to 1+. The patient was confirmed to have a good outcome. No additional information was provided.